Event description:
It was reported that all of the red color leached out of the catheter from the insertion point to the tip. As a result the patient was subsequently hospitalized with a uti.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.